Manufacturer narrative:
Results of functional testing indicate that the device had error g in the function test, and a battery calibration was recommended. The cause of the error was localized and was due to the therapy capacitor being defective and that the battery cannot be calibrated. To fix this issue, the engineer replaced the therapy capacitor and the battery and the device remains at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported the functional test failed due to the capacitor being defective. There was no patient involvement.